Event description:
The customer reported that the system displayed a generator error message and would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube needed to be replaced. It is anticipated that following this repair, the system will be operating as intended.